Event description:
It was reported that the patient underwent a series of dose adjustments that began approximately 1 year prior to the report. The patient¿s last dose adjustment was the tuesday prior to the report and the pump was increased 5%, or 235mcg/day. The pump was increased 2 weeks prior to the report, then decreased, then increased again 2 times. The patient stated that when the pump is increased he gets weak to where he cannot lift his leg. The issue began the morning of the report. The patient stated that the dose was increased on friday and he could feel the change on saturday. The weakness was ¿kicking in¿ on the day of the report. The patient stated that his dosage was ¿too strong¿, he had a ¿weird feeling in the back of his throat¿, his hands would clinch, and he was struggling to walk and was hard for him to get around. The patient was concerned that if the pump was increased again he would not be able to walk. The patient stated that when the baclofen is too strong he felt paralyzed. The device system delivered baclofen 1000mcg/ml. It was later reported that the patient experienced weakness due to drug effects. The patient felt the side effects without dose increases. It was noted that the patient had recovered without sequelae. Per the healthcare provider (hcp) the device system delivered lioresal. It was later reported that the patient was currently hospitalized because, the intrathecal baclofen dose was ¿too high¿. However, the patient also stated that the ¿theory¿ was that his baclofen was too high. Beginning approximately 1-2 months prior to the report the patient experienced weakness that progress more and more despite dosage decreases for the prior 1.5 months. The patient was also wheelchair bound for approximately 1 week prior to the report. The caller stated that the patient¿s dose had been reduced 25mcg every 2 weeks. The caller stated ¿we were high, because, he used to take opiates for the pain and¿the doctors mentioned in the beginning that baclofen doesn¿t work well with opiates¿so it seemed like the higher he went up in the opiates the higher we had to keep going up with the baclofen¿. The opiates were oral medications. The patient had stopped taking the opiates on 2013 (B)(6) and had been clean for 14 weeks. The caller stated ¿the pump is so high it¿s working all by itself¿so now it¿s kind of taking over all his strength, it¿s pretty much knocked his legs out¿we just need to get it down now¿. The caller also stated that 6-7 months prior to the report the healthcare provider (hcp) was giving the patient boluses without his knowledge which would intermittently ¿knock his legs out¿. The hcp¿s assistant said there was another name for a bolus and denied they were doing this. The hcp was ¿experimenting different things¿. The patient then transitioned to another hcp. The caller stated that she knows the patient would get his strength back once he gets on a lower dose of baclofen. The caller also stated that the patient¿s pain was not being managed since discontinuing the oral opiates. The caller was to contact the hcp about pain management the following monday; however, the caller stated that patient would not use morphine in the pump. The patient¿s dose was currently baclofen 225mcg and the patient had a refill the week prior to the report.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).